Event description:
Physician confirmed, left side baker grade IV. Via MRI. And additionally reported, implant was "very thick. It was worse, because it was full of those lumps and liquid". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of "capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, hard breast and contracture."

Event description:
Patient reported left side "pain, hard breast and contracture." The device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Patient reported left side "pain, hard breast and contracture." Patient later reported capsular contracture baker grade IV confirmed via MRI. The device has been explanted.